Event description:
Customer reported an electric shock and arm pain while using a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section h4 - device mfg date has been updated based on the extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an electric shock and arm pain while using a freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.